Manufacturer narrative:
(B)(4). Evaluation summary: one sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Functional testing confirmed the reported condition; however, the condition did not appear to have been caused by the manufacturing process. Therefore, the root cause remains unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered after compounding, during the quality control inspection process. This report documents no patient involvement or adverse events. No additional information is available.